Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-nov-2023.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the echo-hd-25-ebus-p device of lot number c1985649 involved in this complaint was returned for evaluation, open with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the following observations were made: stylet not returned. Broken needle tip returned separately (measures approx. 1.2cm in length). Distal end of needle examined, and break observed approx. 3.3cm from tip of sheath. (Ipe of ruler ipe0402). Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Customer attached images and the distal needle break is observed. Manufacturing records: prior to distribution, all echo-hd-25-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-ebus-p of lot number c1985649 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c1985649. Instructions for use and/label: the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to break. According to the medical advisor, the additional surgery would have been likely associated with the bleeding caused by other fna intervention, which was unclear if it was a cook device and no harm occurred due to the needle break however a prolonged procedure time might have occurred. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the user, while using the device the needle broke. According to the medical advisor, the additional surgery would have been likely associated with the bleeding caused by other fna intervention, which was unclear if it was a cook device and no harm occurred due to the needle break however a prolonged procedure time might have occurred. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to break. Complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
While using ehco -hd-25-ebus -p needle got broken. Refer cc form for more details - additional surgery required.